Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed, and no anomalies were found.

Event description:
It was reported that the patient went to the device clinic for a routine follow up visit. Upon device interrogation, vs (ventricular sense) markers were noted at the tail end of the p waves. A chest x-ray was performed and revealed that the device is flipped upside down from its implanted position, and the leads are pulled out of position. The electrode tips of the right ventricular (rv) lead and left ventricular (lv) lead were dislodged into the right atrium, all slack was completely taken up. The lead bodies had been pulled back into the device pocket. The physician stated that he suspects twiddler's syndrome, and addressed this with the patient. The patient stated that they had "been poking the wires down under the skin" because they "can feel them", but denies manipulating the device or moving the wires. The patient was then scheduled for lead revisions. At the lead revision procedure it was found that the leads were twisted up in the pocket and the device had been flipped upside down and backwards, through the loops of the leads. The device was removed from the pocket, wrapped in a sterile surgical towel and set aside on the sterile table. The rv lead was re-positioned to the rv apex, instead of the original rv septal position, and remains in use. The lv lead was removed and replaced with a new lead as it was extremely deformed from being wound tightly around the other leads. The device was re-implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429688, lead, implanted: (B)(6) 2014. (B)(4).